Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion begin treated was located in the moderately tortuous, severely calcified distal vein graft to the mid left anterior descending artery. The physician attempted to place the 2.5x20mm taxus liberte stent, but felt resistance. The device was then successfully removed and once outside the pt, proximal stent damage was noticed on the second row. The procedure was completed with another of the same device. No pt complications were reported. Pt condition is reported as "ok".

Manufacturer narrative:
The device has not been returned; therefore, a technical analysis of the complaint device could not be performed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).